Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported repeat testing for three analytes on a single patient sample. The potassium results were found to be discrepant: initial result, run from an aliquot from the mpa= 5.02 mmol/l repeat run from primary tube = 3.50 mmol/l the initial result was not reported; therefore the patient was not adversely affected. Potassium electrode lot # was not provided. Investigation is ongoing.

Manufacturer narrative:
Based upon data provided for investigation, the initial discrepant potassium value must have been caused by an air bubble in the measuring channel. This issue may be related to maintenance, replacement of the tubing, a problem with the reagent degasser, or cold reagent replacement. An exact root cause could not be determined. There has been no reoccurrence in the last 3 months.